Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment for jaundice caused by stones within the common bile duct. During the procedure, inside the patient, the wire failed to bow. The device was removed from the patient. Upon inspection, it was discovered that the cutting wire was broken. No part of the device fell off into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the event of cut wire broken was reported via (B)(4) on (B)(4) 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the cutting wire was not broken. The working length of the device was bent and the guidewire channel presented a remnant of catheter (rx channel) attached to the distal end of the channel. The length of the rx channel was measured and found to meet specifications. Functional evaluation found that the device bowed more than (B)(4) degrees both inside and outside the endoscope, meeting specifications. The cutting wire of the returned device was not broken and the device bowed according to specifications. The investigation was unable to confirm the reported complaint that the device failed to bow and the cutting wire was broken; however, the remnant of catheter found may have been confused for a broken wire. The remnant of catheter could have been generated due to a split/tear during the procedure. The investigation concluded that the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. The device history record review found the device met all manufacturing specifications.